Manufacturer narrative:
The field service engineer refreshed the probe rinse and readjusted all reagent probes. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient from the cobas 8000 c702 module. The initial result was 192 mol/l. The repeat results were 72 mol/l and 72 mol/l. The repeat result from another cobas 8000 c702 module was 75 mol/l. It was requested but not known if the questionable result was reported outside of the laboratory. The reagent lot number was 515538. The expiration date was requested but was not provided.